Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via a merlin at home transmission. The patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that another instance of post-paced t-wave oversensing was observed after previous programming changes were made. Further reprogramming changes were implemented.